Event description:
The pt was implanted with a left ventricular assist device. Approx 1.5 years post-implant, the pt returned to the hosp due to a fever, pain in the thorax and dyspnea. Antibiotherapy was initiated for an infection. The following day, pus was observed coming from a hole in the external portion of the percutaneous lead. A decision was made to exchange the pump. During the pump exchange, a rupture of the percutaneous lead at the pump end bend relief was observed. It was reported that the pt had gained (B)(6) since implantation of the device.

Manufacturer narrative:
The pt remains on lvad support with the replacement pump and was reported to have already been extubated and stable on antibiotherapy in the ICU following the procedure. According to the info received, the pump was lost at the hosp and therefore will not be returned to the MFR. A fracture of the percutaneous lead at the pump end bend relief was confirmed based on photographs taken at the time of the pump exchange and sent to the MFR. Due to the pump not being returned for eval, the MFR was unable to conclusively determine the cause of the pump end bend relief fracture. A review of the pump device history records showed no deviations from mfg or qa specifications. The MFR has implemented a design improvement to the pump end bend relief, which was approved via a PMA supplement. No further info is available. The MFR is closing its file on this event.